Manufacturer narrative:
Two complaint devices were received and reviewed with an npd engineer as well as the medical safety team. Visual observation revealed that the tips of the needles are broken and the broken tips were not returned for evaluation. This complaint can be confirmed. However, the needles show signs of use and not broken out of package as reported. Eiii needles have been designed to pass 13 times through tissue and any usage beyond this would cause the needle to fatigue and break. A possible root cause would be that the expressew needles were triggered multiple times for testing before the procedure. A DHR review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the (B)(4) complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10190.

Event description:
The affiliate reported via email prior to being used, needle tips of the expressew iii needles were already broken when they were removed from the packaging and thus were useless for the shoulder arthroscopy, rotator cuff repair. The procedure was completed with same like product with 2 minute delay. Additional information received via email from the affiliate on 2-23-17: the other three needles in the package were ok. The needles were broken at the transition from the rigid needle shaft to the flexible needle tip. There is no photo to send to us.

Manufacturer narrative:
This follow up is being filed to document to correction on device manufacture date.